Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed torn material (torn edges of silicone valve). The definitive cause of observed torn silicone valve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to grade 1. As the clip delivery system was being removed from the steerable guide catheter (sgc), it was observed that air was leaking into the guide. However, air did not enter the anatomy. The sgc was subsequently removed and the procedure completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.